Manufacturer narrative:
Patient weight, ethnicity, and race: unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -14.0 diopter was implanted into the patient's left eye (os). Reportedly, "macular hole 3 days after icl."

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: lens was implanted on (B)(6) 2022 and removed on (B)(6) 2022, due to a macular hole 3 days after icl. Cause of the event is unknown. Problem was not resolved. Reportedly, "patient transferred to general hospital, recent details are unavailable." Claim# (B)(4).

Manufacturer narrative:
B5 - vitrectomy was performed on (B)(6) 2022. Claim# (B)(4).